Manufacturer narrative:
As received, a complete lead was returned in one piece with helix found extended and clogged with blood. X-ray examination of the lead found overtorqued inner coil with two broken/ separated filars inside the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil. The cause of the reported events was isolated to overtorque of the inner coil inside the connector region consistent with procedural damage.

Event description:
During initial implant procedure, variable capture threshold, sensing and pacing impedance were observed on the right ventricular (rv) lead. A new right ventricular lead was successfully implanted to resolve the event. The patient was stable with no consequences.